Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-05838. It was reported that the patient presented via remote transmission, an alert for high voltage lead impedance was observed on the rv lead. Noise was observed on the ra and rv leads. The leads were explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
A partial lead was returned in one piece measuring 39.0. Analysis was normal. No anomalies were found.